Manufacturer narrative:
Additional information: a2, a3a, a4, b2, b5, b6, b7, d10, and e3. B5: upon follow up, it was reported that the patient experienced cloudy effluent without the definite diagnosis of peritonitis. Additionally, it was reported that the cause was "cap detachment due to an issue with the tsunagu uv device". On the same day as event diagnosis, the patient was started on cefazolin for nine days. It was reported that the patient recovered from the event after thirteen (13) days. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue while using a uv flash transfer set. It was further reported that "while disconnecting the connecting tube and coupling tube using the "connect" function, an error could not be resolved, and the transfer set spike was exposed and became unclean". On an unknown date, it was reported that the patient developed peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. Patient outcome and action taken with pd therapy was not reported. No additional information is available.